Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests approximately 3 hours into a lipid infusion the pump alarmed for air in line. When the device was inspected, a leak was identified from a split in the set. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
A visual inspection of the returned set displayed a vertical crack (approximately 2.5cm long) running along the length of the front of the accuslide component. The sample was subjected to functional testing; fluid was observed to be leaking from the crack to the accuslide component. Pressure testing confirmed the customer's report as leakage was noted from the crack. The root cause could not be determined